Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The lcd module was replaced to address the issue. The device was serviced and fully tested. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable display. There was no patient harm or a serious injury reported as a result of this incident.